Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a jupiterfc3 guide wire crossed the lesion, an opticross¿ 18 imaging catheter was advanced but failed to cross the lesion. A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was then advanced for pre-dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured. At the same time, leaking of contrast media was confirmed so apposition was attempted in the blood vessel using with a 4mm x 4cm coyote es balloon catheter. The rupture area was checked by observing contrast image and it was confirmed that the leaking has stopped. Apposition was performed for approximately 2 minutes and no leakage of contrast media was observed. The procedure was continued with the implantation of a 6 x 4mm and 7 x 15mm innova stents, and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 5mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a jupiterfc3 guide wire crossed the lesion, an opticross¿ 18 imaging catheter was advanced but failed to cross the lesion. A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was then advanced for pre-dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured. At the same time, leaking of contrast media was confirmed so apposition was attempted in the blood vessel using with a 4mm x 4cm coyote es balloon catheter. The rupture area was checked by observing contrast image and it was confirmed that the leaking has stopped. Apposition was performed for approximately 2 minutes and no leakage of contrast media was observed. The procedure was continued with the implantation of a 6 x 4mm and 7 x 15mm innova stents, and the procedure was completed. No patient complications were reported and the patient's status was good.